Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing causing false termination of some atrial tachycardia (at) and atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.